Event description:
It was reported that the system was unable to produce a live image. This may render the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation image processing pcbs and cabling to the pcbs were removed and reseated. The system was tested and found to be working as intended and returned to service.